Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that the patient underwent a da vinci-assisted nipple sparing prophylactic mastectomy on (B)(6) 2023 as part of a clinical study. The procedure was completed without any intra-operative complications nor with any da vinci system, instrument or accessory malfunction reported. The patient was discharged the next day with no post-operative complications noted. The patient reported both her arms having limited range of motion on (B)(6) 2023 and underwent physical therapy sessions. On (B)(6) 2023, the physical therapy was determined to be completed and her arms' range of motion were regained. The study investigator assessed the event as related to the da vinci-assisted procedure but not related to any of the da vinci products.